Event description:
A customer reported that they had an incorrect blade in their custom pack; the blade was down-bevel instead of up-bevel. During a cataract with intraocular lens implant procedure, there was a slight delay as the surgeon did not realize that the knife was incorrect; therefore the wound was slightly open and needed a stitch to make it "waterproof". The pt's condition has resolved.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. No abnormalities that could have contributed to an incorrect bevel were found during the DHR review and the product was released according to the MFR's acceptance criteria. Because a sample was not returned and no evidence of nonconformity could be found in the lot record review, the root cause for the incorrect bevel experienced by the customer cannot be determined. All knives are 100% inspected by trained operators during mfg. Any defects, such as incorrect bevel, are removed from the lot and scrapped. (B)(4).